Event description:
The pump logs showed pump in safe state, reset occurred ¿ low battery, and reset occurred on (B)(6) 2015 at 15:28. The patient experienced a loss of therapy. The patient had some increased pain and was being supplemented with a fentanyl patch. The pump was replaced. The device system was delivering fentanyl, clonidine, and bupivacaine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).